Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an atrial arrhythmia burden alert was triggered, with the presenting electrogram showing an ongoing atrial arrhythmia. Additionally, a non-sustained ventricular tachycardia (nsvt) episode was stored, likely due to procedural electromagnetic interference (emi). The stored electrogram (egm) indicated noise on both leads. The minute ventilation (mv) sensor was also disabled by the signal artifact monitor (sam) software. The device remains implanted and in service, with no reported adverse effects on the patient.

Event description:
It was reported that an atrial arrhythmia burden alert was triggered, with the presenting electrogram showing an ongoing atrial arrhythmia. Additionally, a non-sustained ventricular tachycardia (nsvt) episode was stored, likely due to procedural electromagnetic interference (emi). The stored electrogram (egm) indicated noise on both leads. The minute ventilation (mv) sensor was also disabled by the signal artifact monitor (sam) software. The device remains implanted and in service, with no reported adverse effects on the patient.